Manufacturer narrative:
(B)(4). Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner could not be seated to the shell. The surgery was finished with backup product. No adverse events have been reported as a result of the malfunction. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A g7 vitamin e neutral liner 28mm was returned. Visual evaluation identified the following: the locking feature was damaged, mostly due to the attempts to insert the liner. No other damages were noted and no further evaluation could be performed with the returned product. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.